Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and the up arrow and contrast buttons required several hard presses to elicit a response. None of the keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the key contacts and the up and down arrow contacts were found to be misaligned.

Event description:
On (B)(6) 2012, the reporter left a message with an answering service for animas alleging that the up arrow keypad button is intermittently unresponsive when pressed, requiring multiple button presses to evoke a response. Animas customer service spoke with the reporter who reported having to execute multiple button presses of the up arrow keypad button to get it to work. The keypad is reportedly intact. The patient is reported to wear the pump in a bra with a lens film and does not clean the pump or get it wet. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.